Event description:
A surgeon reported seeing glistenings on an implanted intraocular (iol). Add'l info has been requested.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).